Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of noise was observed on both the right ventricular (rv) lead and right ventricular (rv) lead channels. A decrease in the rv impedance measurements down to 302 ohms was also noted. No impedance measurements were out of range and no pacing inhibition occurred. Surgical intervention was performed to revise the ra and rv leads. The pacemaker continues to remain implanted and in service. No additional adverse patient effects were reported.